Event description:
A complaint was received via webform regarding the detachment of the adc device on day 11 of wear. The customer contacted and stated on (B)(6) 2022, the customer was "underwhelmed" and was given a nasal spray by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the detachment of the adc device on day 11 of wear. The customer contacted and stated on (B)(6) 2022, the customer was "underwhelmed" and was given a nasal spray by a non-healthcare professional for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
See section h11 (corrected data). All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. As per additional follow up with the customer, there was actually no medical event which occurred with this issue. Please disregard all reports associated with MDR 2954323-2022-23677.